Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd syringe 0.5ml 30ga 8mm hub separated from the device and had product damage issues. The following information was provided by the initial reporter : the customer reported about needle and shield separation from the barrel before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-09. H6: investigation summary customer returned a 0.3ml syringe. No other identification was provided. The returned syringe had its plunger rod¿s thumb press break off as opposed to the reported needle hub separation. No samples matching the reported issue were returned. The sample returned will be covered under MDR. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd syringe 0.5ml 30ga 8mm hub separated from the device and had product damage issues. The following information was provided by the initial reporter : the customer reported about needle and shield separation from the barrel before use.